Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative explained to the home patient that air has entered the setup. The technical service representative had the home patient close the clamps and cycle the power to press go to start and advised the home patient to start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.